Event description:
It was reported that the obturator accessory component of five (5) size 5.5 ped, pediatric tracheostomy tubes were difficult to insert and withdraw. This was detected prior to usage with no direct pt involvement. The devices were returned to the MFR on 8/17/98 for analysis and investigation.